Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when cautery was applied, the device came apart. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the loop burned and broken. Kinks in the catheter and wire were also noted. Functional analysis of the device could not be performed due to this damage. The investigation revealed that the loop was broken. The loop may have broken due to excessive heat applied during the procedure. Additionally, kinks in the wire and catheter were noted. These failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when cautery was applied, the device came apart. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.